Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the system failure clears upon entering code 258. There was unknown patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint was confirmed the by using history logs. The device was repaired by replacing the mainboard. The repair was validated by using onboard performance verification test. Device passed all testing criteria post repair.